Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke off during removal leaving the pessary inside. She was unable to remove the pessary and had to visit a doctor for assistance. The doctor removed the pessary and she is doing fine.